Event description:
It was reported that the device would not power on battery source intermittently, but worked on ac. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported intermittent power failure. However, physio observed several fault codes logged in the device memory that may indicate a failure of the device to deliver defibrillation energy. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.